Manufacturer narrative:
H.6. Investigation: two photos and one sample were received by our quality team for evaluation. From the photos, the top web of batch 1176726 and a used sample with an exposed needle and safety mechanism not activated was observed. The sample was subjected to visual inspection. The defect sample had the needle cap detached from the cannula hub and the cannula was exposed. The needle cap was observed in good condition without any damage or abnormality at the connection end to the cannula hub. The v-clip is properly assembled without any damage or abnormality. The tether foil folds on the cannula are correctly formed in a zig-zag fold with no abnormality. The returned sample is able to be fully activated without any issue. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the sample returned, the probable root cause for the safety mechanism failure could be that the needle cap could have been disengaged prematurely from the cannula hub due to assembly station misalignment at the needle cap assembly to cannula hub station or due to user application. However, as the cannula hub was not returned, no further investigation can be performed. Therefore, the root cause cannot be determined.

Event description:
It was reported bd venflon¿ pro safety IV catheter had a safety mechanism failure. The following information was provided by the initial reporter: "safety mechanism of vps 20 g is not working."

Event description:
It was reported bd venflon¿ pro safety IV catheter had a safety mechanism failure. The following information was provided by the initial reporter: "safety mechanism of vps 20 g is not working."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.